Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating that the lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, an alert for ventricular fibrillation (vf) was observed. The episode was reviewed of the episode indicated no defibrillation therapy was delivered to treat the vf due to low, high voltage impedance. The device had switched to another vector to successfully deliver therapy which terminated the vf. An x-ray was performed and no anomalies were observed, however a right ventricular (rv) lead malfunction was still suspected. No further intervention has been performed the patient was stable.